Event description:
Patient called lfs and alleged that the meter was set to the incorrect unit of measurement. The patient stated that they did not make any changes to the meter, but that it automatically switched to mmol/l. The patient contacted their physician for advice. No treatment was reported. The meter is being replaced for the patient.